Event description:
Malfunction hazard/product is coming apart in pieces, shredding. Tampons unravel and falling apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons unravel and fall apart. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.